Event description:
A endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm that was p previously repaired with a talent stent graft. A 36x70 endurant aortic cuff was successfully implanted. It was reported that during the recapture phase of the delivery procedure, the physician advanced the delivery system to get the tip capture mechanism above the suprarenal struts of the stent graft and the entire endurant cuff was inadvertently pushed up about 5mm proximal due to the delivery catheter spindle getting caught on the suprarenal strut. The left renal artery was partially covered by the proximal stent graft. Therefore, the physician placed a stent into the left renal to preserve flow. The physician stated that the cause of the event was due to the aortic neck angulation. The outcome was good and the patient is doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.